Event description:
Device 2 of 3. Reference MFR report, device 1 of 3: 3006705815-2018-03379. Reference MFR report, device 3 of 3: 1627487-2018-13220. It was reported the patient experienced inadequate stimulation with their scs system. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken wherein the entire system was explanted.